Event description:
It was reported that high capture threshold, low impedance and low r-waves were observed. The lead was explant when an attempt to reposition the lead was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.